Manufacturer narrative:
The customer did not forth come with details whether they pulled the sling, or was there any obstacles on the device lug. Due to lack of detail information regarding the patient transfer such as how the sling was applied, we are not able to provide detail information how the event happened. Once the clips are installed and the lifting has begun, the tension present during the transfer maintains a downward force on the clips ensuring they remain in the desired location on the lugs. On the maxi twin, the ¿mushroom shape¿ of the clip at the end of the lug ensures that the clip cannot become detached. Therefore, it is unlikely that clip go inward because it is stopped by the metal frame of the spreader bar. It cannot go outward because it is stopped by the metal end stop of the clip attachment lug. It cannot go downward as it is suspended on clip attachment lug, and it cannot go upward because it is pulled down by the weight of the patient. To pull out a clip under tension, a force in the opposite direction greater than the one applied by the gravity of the person's weight would be required e.g. Detaching the sling clip manually. Based on the provided information, there is no sufficient data to identify the root cause. According to the procedures provided in the instruction for use of the maxi twin: ¿warning: to avoid the resident from falling, make sure that the sling clips or loops are securely attached before as well as during the lifting initiation.¿ ¿warning: to avoid the resident from falling or caregiver from being injured, only detached the sling clips when resident¿s body weight is fully supported by the bed or chair.¿ to sum up, the arjo floor lift and clip sling were used as a system during the patient transfer. The clip detached from the lift spreader bar and from that perspective system did not meet its performance specification. We decided to report this complaint to the competent authorities due to the clip detachment during use which resulted in the minor injury.

Event description:
The patient was transfered from a bed in assistance of one caregiver. The caregiver moved the lift to raise the patient outside the bed and proceeded to change the patient's position using the tilt function. During the process, the right leg clip of the sling became detached from the lift's spreader bar. Consequently, the patient turned and fell out of the sling. The patient fell on the ground and sustaining a head injury. As a consequence of the event patient sustained laceration which required first aid measures.

Manufacturer narrative:
Additional information will be provided upon investigation conclusion.

Event description:
It was reported that during the transffer the sling leg clip detached from the device spreader bar. The patoent feel out from the device and sustained laceration no treatment was required. No device or sling malfunction was found. Waitting for additional information regarding event circustamces.